Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record was reviewed. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Smartablate pump, model #: m-4900-08, serial #: (B)(4). Webster 4 pole catheter, model #: d-1079-236-s, lot #: 17414280m. (B)(4).

Event description:
It was reported that a male patient underwent a premature ventricular contraction (pvc) ablation procedure for ventricular tachycardia with an ez steer navigational 4mm catheter and suffered a cardiac tamponade requiring a pericardiocentesis. Post-procedure, the patient became hypotensive and the cardiac tamponade was confirmed via echocardiogram. The pericardiocentesis yielded an unknown amount of fluid. The patient was reported to be in stable condition upon leaving the electrophysiology lab. The patient required extended hospitalization as a result of this adverse event. The physician did not provide causality opinion. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.